Manufacturer narrative:
(B)(4). The UDI is not being reported because the part and lot number were not provided. The device was not returned for evaluation. A review of the lot history record was not conducted as the part or lot number was not provided. Based on the information reviewed, the reported patient effect of recurrent mitral regurgitation (mr) cannot be determined. The reported patient effect of increased mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. [(B)(4)].

Event description:
This is filed to report the increased mitral regurgitation (mr). This event was captured based on literature review. It was reported the patient had previously undergone mitral valve repair where an annuloplasty ring was implanted. Six month post procedure, the patient presented with acute heart failure and cardiogrnic shock requiring mechanical ventilation, intraaortic balloon pump, and inotropic support. Echocardiography revealed partial dehiscence of the mitral annuloplasty ring, distortion of the mitral valve apparatus, and severe mitral regurgitation with a grade of 4+. One mitraclip was implanted, reducing the mr to 1+. At the one month follow up, the mr was noted to be increased to 2+. No additional information was provided.